Event description:
This case was reported via regulatory authority ((B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of uterine perforation ("two inserts in the recto-uterine pouch with part of the placement material") in a female patient who received essure (ess205) (batch no. 623309) and (batch no. 620733). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure (ess205). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced device breakage ("two inserts in the recto-uterine pouch with part of the placement material"), device deployment issue ("problem with delivery on two occasions during placement of clips") and complication of device insertion ("two inserts in the recto-uterine pouch with part of the placement material"). The patient was treated with surgery (on (B)(6) 2007, extraction of the two inserts and placement of filshie clips as a replacement). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for uterine perforation, device breakage, device deployment issue and complication of device insertion with essure (ess205). The reporter commented: problem with delivery on two occasions during placement of clips. Laparoscopic surgical revision the following day as abdominal plain film not satisfactory. Diagnostic results: unspecified date: gynecological examination for essure insertion: problem with delivery on two occasions during placement of clips. On (B)(6) 2007: abdominal plain film: not satisfactory. On (B)(6) 2007: laparoscopic exploration: two inserts in the recto-uterine pouch with part of the placement material. Company causality comment: this spontaneous medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. "Two inserts in the recto-uterine pouch with part of the placement material" was noted after insertion procedure. This was regarded as uterine perforation and device breakage. An abdominal plain film was not satisfactory, therefore a laparoscopy was performed which discovered the perforated inserts. Essure was removed from the recto-uterine pouch and filshie clips were placed. A problem with delivery on two occasions during placement of clips was also reported. Uterine perforation is serious due to its medical significance, while device breakage is non-serious. Both events are anticipated in the reference safety information for essure. Both events were reported in context with the insertion procedure. Therefore and considering the events' nature, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention and device removal were required. A product technical analysis was initiated. Further information was requested.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 19-oct-2017. This spontaneous case was reported by an other health professional and describes the occurrence of uterine perforation ("two inserts in the recto-uterine pouch with part of the placement material") in a female patient who had essure (ess205) (batch no. 623309, 620733) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage ("two inserts in the recto-uterine pouch with part of the placement material"), device deployment issue ("problem with delivery on two occasions during placement of clips") and complication of device insertion ("two inserts in the recto-uterine pouch with part of the placement material"). The patient was treated with surgery (on (B)(6) 2007, extraction of the two inserts and placement of filshie clips as a replacement). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation, device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and uterine perforation with essure (ess205). The reporter commented: problem with delivery on two occasions during placement of clips. Laparoscopic surgical revision the following day as abdominal plain film not satisfactory. Diagnostic results: unspecified date: gynecological examination for essure insertion: problem with delivery on two occasions during placement of clips (B)(6) 2007: abdominal plain film: not satisfactory. (B)(6) 2007: laparoscopic exploration: two inserts in the recto-uterine pouch with part of the placement material. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred terms: uterine perforation - analysis in the global safety database (B)(4) revealed cases. Device breakage - analysis in the global safety database (B)(4) revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Lot numbers and exp/MFR dates: lot number: 620733; manufacturing date: 2006/07; expiration date: 2008/06. Lot number: 623309; manufacturing date: 2007/02; expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported via regulatory authority ((B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of uterine perforation ("two inserts in the recto-uterine pouch with part of the placement material") in a female patient who received essure (ess205) (batch no. 623309) and (batch no. 620733). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure (ess205). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced device breakage ("two inserts in the recto-uterine pouch with part of the placement material"), device deployment issue ("problem with delivery on two occasions during placement of clips") and complication of device insertion ("two inserts in the recto-uterine pouch with part of the placement material"). The patient was treated with surgery (on (B)(6) 2007, extraction of the two inserts and placement of filshie clips as a replacement). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for uterine perforation, device breakage, device deployment issue and complication of device insertion with essure (ess205). The reporter commented: problem with delivery on two occasions during placement of clips. Laparoscopic surgical revision the following day as abdominal plain film not satisfactory. Diagnostic results: unspecified date: gynecological examination for essure insertion: problem with delivery on two occasions during placement of clips: (B)(6) 2007: abdominal plain film: not satisfactory, (B)(6) 2007: laparoscopic exploration: two inserts in the recto-uterine pouch with part of the placement material. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jun-2017 for the following meddra preferred term: uterine perforation -analysis in the global safety database 507 revealed cases. Device breakage -analysis in the global safety database 1630 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 1-jun-2017: the reporter did not respond to the last follow-up attempt. No further information is expected. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.